Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case and contaminated power supply. Event log history was performed and indicated that base hardware failure alarm, failed value 24.000 and battery communication error were recorded in history. During analysis, the battery would not charge and base hardware failure during start up. The constant occlusion could not be verified, there was not any occlusion alarm in history and the force pressure was in specification. Service replaced interconnect board as a preventative measure with power supply and battery. Replaced force sensor also as preventative measure for customer stated occlusion issues, sensor was over 4 years old. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited constant occlusion alarm and had a bad interconnect board. No adverse effects were reported.